Event description:
Per repair center, alleged low o2/yellow light and the key failure is the gear clamp has a leaking hose. Per independent repair center statement, low o2 or yellow light. The key failure was that the gear clamp on the manifold was leaking.